Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 504 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer reverted to an alternate method of insulin therapy.